Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the patient was hospitalized on (B)(6) 2022 for a scheduled outpatient cholecystectomy. Following the successful surgery, the surgeon ordered the patient to withhold pd therapy for 48 hours. In the early morning hours of (B)(6) 2022, the patient experienced abdominal swelling and pain during continuous cyclic pd (ccpd) therapy. Ccpd therapy was discontinued, and the patient was sent to the emergency room. Unspecified radiological testing revealed the patient¿s internal sutures ruptured, and dialysate leaked into the abdominal cavity and surrounding interstitial tissue. The patient required additional abdominal surgery to remove the pd catheter (not a fresenius product), insert a hemodialysis (hd) catheter (not a fresenius product), and to correct the internal sutures/incision. The patient was discharged home on (B)(6) 2022 in stable condition and continued to undergo outpatient hd until (B)(6) 2022. The patient successfully resumed ccpd therapy on (B)(6) 2022 without issue, utilizing the same liberty select cycler as before. The pdrn, stated the events were unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. However, it is unknown when the sutures broke, so it is possible it contributed to the events.

Manufacturer narrative:
Additional information: h10 clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of ruptured internal sutures (characterized by pain and swelling), which warranted additional abdominal surgery, discontinuation of peritoneal dialysis (pd) therapy, and the short-term transition to hd. The definitive cause of the ruptured sutures is unknown; however, the events occurred during ccpd therapy. Pd therapy is known to increase intra-abdominal pressure during treatment and can create or exacerbate weaknesses in the supporting abdominal wall structures. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the serious adverse events. While there is no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred, the serious adverse events began when the patient was actively undergoing ccpd therapy.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the patient was hospitalized on (B)(6) 2022 for a scheduled outpatient cholecystectomy. Following the successful surgery, the surgeon ordered the patient to withhold pd therapy for 48 hours. In the early morning hours of (B)(6) 2022, the patient experienced abdominal swelling and pain during continuous cyclic pd (ccpd) therapy. Ccpd therapy was discontinued, and the patient was sent to the emergency room. Unspecified radiological testing revealed the patient¿s internal sutures ruptured, and dialysate leaked into the abdominal cavity and surrounding interstitial tissue. The patient required additional abdominal surgery to remove the pd catheter (not a fresenius product), insert a hemodialysis (hd) catheter (not a fresenius product), and to correct the internal sutures/incision. The patient was discharged home on (B)(6) 2022 in stable condition and continued to undergo outpatient hd until (B)(6) 2022. The patient successfully resumed ccpd therapy on (B)(6) 2022 without issue, utilizing the same liberty select cycler as before. The pdrn, stated the events were unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. However, it is unknown when the sutures broke, so it is possible it contributed to the events.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the patient was hospitalized on (B)(6) 2022 for a scheduled outpatient cholecystectomy. Following the successful surgery, the surgeon ordered the patient to withhold pd therapy for 48 hours. In the early morning hours of (B)(6) 2022, the patient experienced abdominal swelling and pain during continuous cyclic pd (ccpd) therapy. Ccpd therapy was discontinued, and the patient was sent to the emergency room. Unspecified radiological testing revealed the patient¿s internal sutures ruptured, and dialysate leaked into the abdominal cavity and surrounding interstitial tissue. The patient required additional abdominal surgery to remove the pd catheter (not a fresenius product), insert a hemodialysis (hd) catheter (not a fresenius product), and to correct the internal sutures/incision. The patient was discharged home on (B)(6) 2022 in stable condition and continued to undergo outpatient hd until (B)(6) 2022. The patient successfully resumed ccpd therapy on (B)(6) 2022 without issue, utilizing the same liberty select cycler as before. The pdrn, stated the events were unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. However, it is unknown when the sutures broke, so it is possible it contributed to the events.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.